Manufacturer narrative:
(B)(4): approximate age of device - 3 years, 10 months.the device was not explanted. A direct correlation between the device and the reported events could not be conclusively determined. The instructions for use lists local pocket and driveline infection and sepsis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2015 from withdrawal of support due to sepsis, secondary to renal failure. The pump was not explanted, and will not be returned for analysis. The patient also developed a previously unreported driveline exit site infection and subsequent bacteremia, both of which cultured (B)(6) on (B)(6) 2015. The patient was treated with IV cefazolin. The driveline exit site was also treated surgically with irrigation and debridement with subsequent placement of a wound vac. It was reported that on an unspecified date, the patient also had a (B)(6) pump pocket infection.